Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a vent inop condition; post timer/24v failure. No patient involvement reported.

Manufacturer narrative:
No patient information provided by the customer. Biomedical engineer.